Event description:
It was reported that when the nurse was going to administer an IV push medication, the nurse noticed that there were large air bubbles in the line near the patient's IV insertion site. At the time of the air being found there was a primary infusion of normal saline with kcl 20meq infusing at 100ml/hour with a vtbi of 1000ml. It was noted that there were numerous large air bubbles running from the drip chamber all the way down to the patient. The nurse immediately stopped the infusion and noted that the device failed to alarm for air-in-line when large amounts of air passing through the tubing set were visualized. The devices were removed from the patient's room and sent to biomed. Biomed was able to duplicate the event and found that the device did not alarm for air in line when visually seen. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information provided: a.1, a.2, a.3, a.4, b.3, b.7, d.10 & d.11. Correction; h.6. (Patient code). The customer¿s report of the pump module failing to alarm for air in line was not confirmed. Physical inspection of the device noted the male iui connector contact pins were observed with unidentified film contaminants. Internally, the device was observed to be in good condition. Review of the device error log did not contain any errors associated to the reported incident. Analysis of the pump module event log did not identify an infusion programmed with a rate of 100ml/h and a vtbi of 1000ml on (B)(6) 2019. Various infusion rates were observed programmed on the pump module. The logs confirmed 11 records of air in line alarms between (B)(6) 2019 and 11 oct 2019; however, an air in line alarm was not exhibited on 04 oct 2019. The presence of air in line alarms observed in the logs are indicative of the ail sensor detecting air in the tubing. On (B)(6) 2019, the logs indicated the ail bolus limit was set to 250¿l; accumulated air was enabled. The device successfully passed single air bolus detection and an accumulated air detection testing. Functional testing performed found the device operating as intended and within specification. The root cause of the customer¿s report that the pump module not alarming for air in the line was not identified.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the device failed to alarm for air-in-line when the nurse visualized large amounts of air passing through the tubing set and manually stopped the infusion.